Event description:
During a clinic follow-up, an error message was received by the device. The device was programmed to nominal settings to resolve the event. The patient was stable and will continue to be monitored.